Event description:
Information received by medtronic indicated that the customer experienced a hypoglycemia and had glucose/carb intake as treatment. Customer blood glucose level was around 50 mg/dl. Customer was confirmed about used insulin pump system within 48 hours of reported event. Troubleshooting was performed and it was unknown about  used the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of low blood glucose event. Customer was also advised the insulin, reservoir, and infusion set will be replaced. Reservoir, pump and infusion set was expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Blood glucose level at the time of the call was 231 mg/dl. Auto mode was inactive at the time of the event. The customer did not experience any symptoms of low glucose value.

Manufacturer narrative:
Customer concern: inquire if during the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. Evaluated 1 open/used reservoir (no liquid inside barrel). Inspected reservoir's o-rings and stopper groove for anomalies appendix e and none was found, as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoir passed per bolus and basal test; no occluded, no leakage anomalies were found during test (did not continue dripping or squirting insulin before test). See attached file for more details. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The customer alleged insulin pump was over delivering insulin because when they disconnected the tubing from site, the infusion set dripping insulin out.

Manufacturer narrative:
Customer concern: inquire if during the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. Evaluated 1 open/used reservoir (no liquid inside barrel). Inspected reservoir's o-rings and stopper groove for anomalies appendix e and none was found, as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx insulin pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoir passed per bolus and basal test; no occluded, no leakage anomalies were found during test (did not continue dripping or squirting insulin before test). See attached file for more details. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.